Manufacturer narrative:
(B)(4). Additional device: gore® viabahn® vbx balloon expandable endoprosthesis bxa077901a lot number 17410454. A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of non-specific bilateral iliac disease with two gore® viabahn® vbx balloon expandable endoprostheses. Access was obtained on the right via cut-down of the right common femoral artery. Percutaneous access was obtained via the left femoral artery. 7fr cook sheaths were utilized bilaterally as well as abbott supercore .035" wires. Both devices were advanced and deployed in the desired locations, extending approximately 3cm into the distal aorta. Following deployment, ballooning was performed with a 9mm x 29mm balloon, according to the instructions for use. Immediately following ballooning, the patient's blood pressure dropped and a dissection was seen angiographically, exact location unknown. The physician elected to intervene endovascularly with viabahn devices, extending proximally, but the patient expired intra-procedurally.

Manufacturer narrative:
Concomitant medical product: the device bxa077901a lot number 17410454 was formerly listed as an additional device in the event, however it is not clear which, if either device was associated with the dissection, so they were both investigated for potential involvement.

Event description:
On (B)(6) 2017 a patient underwent treatment of non-specific bilateral iliac disease with two gore® viabahn® vbx balloon expandable endoprostheses. Access was obtained on the right via cut-down of the right common femoral artery. Percutaneous access was obtained via the left femoral artery. The 7fr cook sheaths were utilized bilaterally as well as abbott supercore .035" wires. Both devices were advanced and deployed in the desired locations, a bxa077902a in the right iliac artery and a bxa77901a in the left iliac artery, both extending approximately 3cm into the distal aorta. Following deployment, ballooning was performed simultaneously, with 9mm x 29mm balloons, according to the instructions for use. Immediately following ballooning, the patient's blood pressure dropped and a dissection was seen angiographically, exact location unknown. The physician elected to intervene endovascularly with viabahn devices, extending proximally, but the patient expired intra-procedurally, due to excessive blood loss.